Event description:
I want to report that I am having many health issues, while having breast implants. Doctors have not found any cause. I will be explanting soon. I really noticed symptoms in 2014, but looking back, there may have been some earlier. In 2014 I started to have severe fatigue. I had just had a baby, so we tried antidepressants, thinking it may be postpartum. That did not help. I also was diagnosed with endometriosis that year, which baffled my doctors, as I have a bunch of kids and no fertility issues. That year I also was suddenly diagnosed with von willebrand disease, which I never seemed to have prior (neither parents have it, they've been tested, and I have learned it can be brought on by health issues, like autoimmune disease). Since 2014, things have gotten worse. I started having pain all over my body. I feel like I have been beaten or really overdid exercise, every day. I started having acne issues and chapped lips that I can't get rid of. I've had bouts of trouble with my eyes. I developed tremors and weakness, especially on right side of my body. I've had tingling and numbness in extremities. The doctors thought it would be ms, but there are no lesions indicating that. I've had heart palpitations, night sweats, decreased libido and the list seems to keep growing. It is now hard for me to care for my family and to get things done. I once was dragging my kids out on hikes and was vivacious. Now I am exhausted by grocery shopping and am too tired to even go out to dinner for date night. I only heard of "breast implant illness" in the last few months, after my brother sent me an article. These ladies sounded like me! I'm working with my insurance now to remove them. Mine were put in 10 years ago to correct asymmetry. I believe they are allergan smooth silicone. In around 2012, I believe, I developed my first implant issue, not related to feeling bad. I all of a sudden developed a lump, which was diagnosed as a fold in my implant. Since that time, I've developed capsular contracture level 2 and changes in the feel of it. I question if I have a rupture. My breasts ache all the time and I have under arm pain. I speculate that whatever happened then led to my declining health. I wanted to get documented as having these same bii symptoms, as I know there will be more review of these issues soon.